Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The reported issue did not impact the user's blood glucose (bg) level. However, the user reported a bg level of 293 mg/dl due to food consumption. The bg level was addressed with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.